Event description:
User reported an alarm during device use. Alarm (low temp) indicated a probable malfunction of an accessory (humidifier cartridge) which does not prevent device use. User responded by using a back-up device that was available on site. Upon initial use of the back-up device, with the same humidifier cartridge, 8-10 cc of water from the humidifier cartridge was delivered to the pt. Clinicians responded with manual ventilation and suctioning. Pt was unharmed.